Manufacturer narrative:
Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event. It was reported that during an unspecified surgical procedure, the physician noted that he was getting a lot of vibration while using the motor device with the long attachment device and cutter device. It was reported that there was no delay in the procedure due to the event and the procedure was successfully completed with the same devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.